Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that hardware checkout did not reveal any abnormalities. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that  the site's navigation system while setting up for a case has an unexpected shut down while plugged in to the wall power. The system was powered back on and worked as intended for the case. At the time of shut down, no patient present. No delay.